Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were observed during evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), that would have contributed to the reported event. The suspected pump thrombosis was unable to be confirmed through this evaluation. Additionally, evaluation of the submitted log file confirmed elevations in pump power and flow; however, a specific cause for the reported event could not be conclusively determined through this evaluation. The submitted log file contained data from 01:23:30 on (B)(6) 2021 through 12:36:15 on (B)(6) 2021, per the timestamps. The pump¿s fixed speed was set to 9400 revolutions per minute (rpm) with a low speed limit of 9000 rpm. Elevations in pump power and estimated flow above normal parameters were captured throughout the log file. No other notable events were captured. The pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. (B)(6) was returned assembled with the driveline cut approximately 5.5¿ from the pump housing and the remaining portion was returned measuring approximately 33.5¿. All parts of the inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned attached to the pump¿s inlet port. The outflow graft and the outflow graft bend relief were returned attached to the outlet elbow. The outlet elbow was returned attached to the pump. A bend relief collar was present and secured with green suture. Upon disassembly of the returned pump, visual inspection of the blood-contacting surfaces did not reveal any adhered depositions or thrombus formations that would have contributed to the reported elevations in pump power and flow. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. Examination of the returned portions of driveline found them to be unremarkable. The pump was cleaned and reassembled. The device was connected to a mock circulatory loop, and the retrieved data showed normal pump power consumption and pressure measurements that were within the manufacturing specification. The pump operated as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿ lists adverse events that may be associated with the use of the heartmate ii lvas, including device thrombosis. Section 1 also addresses pump speed, power, flow, pulsatility index (pi), and explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6, ¿patient care and management¿, outlines indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 with significantly elevated pump power and flows. Their lactate dehydrogenase (ldh) levels were normal and there was no blood in their urine. The patient was not experiencing any symptoms. Log file analysis confirmed the elevated power and flows; the flows were extremely above the normal parameters. The site could not confirm the cause of these elevations; no tests were performed. The patient was upgraded to status 2 on the unos transplant list due to a suspected thrombus. The patient had a heart transplant on (B)(6) 2021.